Event description:
Information reported a smiths medical ambulatory infusion pumps/cadd ms3 pumps malfunctioned. It was reported by a patient that the pump started to alarm but nothing was on the screen to indicate what the alarm was.